Event description:
It was reported that both t1 and t2 deployed at the same time. All t's were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment of the device showed no suture or ts remain on the insertion needle or were returned for evaluation. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.